Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain (daily, mostly while walking)/ random pain"), genital haemorrhage ("heavy bleeding"), device dislocation ("migration of essure device") and glaucoma ("early stages of glaucoma") in a female patient who had essure (batch no. 627077) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included renal cyst nos, ear operation in 2007, ear operation (another surgery in 2013 due to inflammation and scar from previous surgery.) In 2013, pain, haemorrhage nos, tooth disorder, gastrointestinal disorder and depression. Patient denies shortest of breath. Previously administered products included for ear infection: antibiotics in 2013 and antibiotics in 2007; for contraception: depoprovera in 2008; for birth control: birth control pills from 2003 to 2004; for pulmonary embolism: xarelto. Past adverse reactions to the above products included adverse drug reaction with depoprovera. Concurrent conditions included body mass index normal, otitis media, conductive hearing loss, hematuria, kidney stone, cough, ear bleeding, sore throat, nasal congestion and cervicitis cystic. Concomitant products included amoxicillin (amoxycillin) for ear bleeding. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced fatigue ("fatigue/ chronic fatigue"), dyspareunia ("painful intercourse") and vaginal discharge ("vaginal discharge"). In 2010, the patient experienced mood swings ("mood swings / emotional changes"), hyperhidrosis ("sweating") and hair growth abnormal ("hair growth"). In 2011, the patient experienced migraine ("migraines (a few times per month)") and headache ("headaches (a few times per month)"). In 2012, the patient experienced alopecia ("hair loss"). In 2013, the patient experienced dry skin ("dry skin"). In 2014, the patient experienced eye pain ("eye pain") and vision blurred ("blurry vision"). In 2015, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), abdominal distension ("bloating"), flatulence ("gas pain") and constipation ("constipation"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), breast tenderness ("breast tenderness"), renal cyst ("cyst in kidney"), nausea ("nausea"), mood altered ("moody"), irritability ("irritable"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding,(menorrhagia)"), pruritus ("itchy eyes and ears "), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), device dislocation (seriousness criterion medically significant), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain"), gastrointestinal disorder ("bowel issues"), loss of consciousness ("pass out spells"), eye pruritus ("eye itchy"), sleep disorder ("sleep issues"), irritable bowel syndrome ("irritable bowel"), feeling abnormal ("brain fog"), contusion ("bruises"), dandruff ("dandruff"), glaucoma (seriousness criterion medically significant) and renal disorder ("kidney issues"). The patient was treated with surgery (full hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, eye pain, dyspareunia, nausea, vaginal haemorrhage, menorrhagia, headache and dysmenorrhoea had resolved, the fatigue and alopecia was resolving and the vision blurred, mood swings, depression, breast tenderness, renal cyst, mood altered, irritability, pruritus, female sexual dysfunction, dry skin, bladder disorder, urinary tract disorder, migraine, device dislocation, tooth disorder, allergy to metals, vaginal discharge, weight increased, abdominal distension, gastrointestinal disorder, loss of consciousness, eye pruritus, flatulence, constipation, hyperhidrosis, hair growth abnormal, sleep disorder, irritable bowel syndrome, feeling abnormal, contusion, dandruff, glaucoma and renal disorder outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, bladder disorder, breast tenderness, constipation, contusion, dandruff, depression, device dislocation, dry skin, dysmenorrhoea, dyspareunia, eye pain, eye pruritus, fatigue, feeling abnormal, female sexual dysfunction, flatulence, gastrointestinal disorder, genital haemorrhage, glaucoma, hair growth abnormal, headache, hyperhidrosis, irritability, irritable bowel syndrome, loss of consciousness, menorrhagia, migraine, mood altered, mood swings, nausea, pelvic pain, pruritus, renal cyst, renal disorder, sleep disorder, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 102 lbs. Insertion details: bilateral ostia identified. There was a lot of endometrial slough in uterine cavity. With the help of essure technique, the coils were deployed in bilateral tubes. Surgical pathology report: container with 2 metallic essure coils, measuring 14 cm in 3 cm in length (as written). The longer coil is stretched out with minimal coiling. Both appear grossly unremarkable. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Ultrasound scan - on (B)(6) 2015: essure coils noted. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, renal cyst, menorrhagia, dyspareunia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 8-jun-2018: social media received. Reporter information added. Events were clubbed and events; sleep issues, irritable bowel syndrome, feeling abnormal, contusion, dandruff, glaucoma, renal disorder were newly added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain (daily, mostly while walking)/ random pain"), genital haemorrhage ("heavy bleeding"), device dislocation ("migration of essure device") and borderline glaucoma ("early stages of glaucoma") in a female patient who had essure (batch no. 627077) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included renal cyst nos, ear operation in 2007, ear operation (another surgery in 2013 due to inflammation and scar from previous surgery.) In 2013, pain, haemorrhage nos, tooth disorder, gastrointestinal disorder and depression. Patient denies shortest of breath. Previously administered products included for ear infection: antibiotics in 2013 and antibiotics in 2007; for contraception: depoprovera in 2008; for birth control: birth control pills from 2003 to 2004; for pulmonary embolism: xarelto. Past adverse reactions to the above products included adverse drug reaction with depoprovera. Concurrent conditions included body mass index normal, otitis media, conductive hearing loss, hematuria, kidney stone, cough, ear bleeding, sore throat, nasal congestion and cervicitis cystic. Concomitant products included amoxicillin (amoxycillin) for ear bleeding. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced fatigue ("fatigue/ chronic fatigue"), dyspareunia ("painful intercourse") and vaginal discharge ("vaginal discharge"). In 2010, the patient experienced mood swings ("mood swings / emotional changes"), hyperhidrosis ("sweating") and hair growth abnormal ("hair growth"). In 2011, the patient experienced migraine ("migraines (a few times per month)") and headache ("headaches (a few times per month)"). In 2012, the patient experienced alopecia ("hair loss"). In 2013, the patient experienced dry skin ("dry skin"). In 2014, the patient experienced eye pain ("eye pain") and vision blurred ("blurry vision"). In 2015, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), abdominal distension ("bloating"), flatulence ("gas pain") and constipation ("constipation"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), breast tenderness ("breast tenderness"), renal cyst ("cyst in kidney"), nausea ("nausea"), mood altered ("moody"), irritability ("irritable"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding,(menorrhagia)"), ear pruritus ("itchy ears"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), device dislocation (seriousness criterion medically significant), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain"), gastrointestinal disorder ("bowel issues"), loss of consciousness ("pass out spells"), eye pruritus ("eye itchy"), sleep disorder ("sleep issues"), irritable bowel syndrome ("irritable bowel"), feeling abnormal ("brain fog"), contusion ("bruises"), dandruff ("dandruff"), borderline glaucoma (seriousness criterion medically significant) and renal disorder ("kidney issues"). The patient was treated with surgery (full hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, eye pain, dyspareunia, nausea, vaginal haemorrhage, menorrhagia, headache and dysmenorrhoea had resolved, the fatigue and alopecia was resolving and the vision blurred, mood swings, depression, breast tenderness, renal cyst, mood altered, irritability, ear pruritus, female sexual dysfunction, dry skin, bladder disorder, urinary tract disorder, migraine, device dislocation, tooth disorder, allergy to metals, vaginal discharge, weight increased, abdominal distension, gastrointestinal disorder, loss of consciousness, eye pruritus, flatulence, constipation, hyperhidrosis, hair growth abnormal, sleep disorder, irritable bowel syndrome, feeling abnormal, contusion, dandruff, borderline glaucoma and renal disorder outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, bladder disorder, borderline glaucoma, breast tenderness, constipation, contusion, dandruff, depression, device dislocation, dry skin, dysmenorrhoea, dyspareunia, ear pruritus, eye pain, eye pruritus, fatigue, feeling abnormal, female sexual dysfunction, flatulence, gastrointestinal disorder, genital haemorrhage, hair growth abnormal, headache, hyperhidrosis, irritability, irritable bowel syndrome, loss of consciousness, menorrhagia, migraine, mood altered, mood swings, nausea, pelvic pain, renal cyst, renal disorder, sleep disorder, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 102 lbs. Insertion details: bilateral ostia identified. There was a lot of endometrial slough in uterine cavity. With the help of essure technique, the coils were deployed in bilateral tubes. Surgical pathology report: container with 2 metallic essure coils, measuring 14 cm in 3 cm in length (as written). The longer coil is stretched out with minimal coiling. Both appear grossly unremarkable. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Ultrasound scan - on (B)(6) 2015: essure coils noted. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, renal cyst, menorrhagia, dyspareunia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 28-jun-2018: correction following company internal coding review. The event itchy eyes and ears was split in to itchy eyes and itchy ears. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain (daily, mostly while walking)/ random pain"), genital haemorrhage ("heavy bleeding"), device dislocation ("migration of essure device") and borderline glaucoma ("early stages of glaucoma") in a female patient who had essure (batch no. 627077) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included renal cyst nos, ear operation in 2007, ear operation (another surgery in 2013 due to inflammation and scar from previous surgery.) In 2013, pain, haemorrhage nos, tooth disorder, gastrointestinal disorder and depression. Patient denies shortest of breath. Previously administered products included for ear infection: antibiotics in 2013 and antibiotics in 2007; for contraception: depoprovera in 2008; for birth control: birth control pills from 2003 to 2004; for pulmonary embolism: xarelto. Past adverse reactions to the above products included adverse drug reaction with depoprovera. Concurrent conditions included body mass index normal, otitis media, conductive hearing loss, hematuria, kidney stone, cough, ear bleeding, sore throat, nasal congestion and cervicitis cystic. Concomitant products included amoxicillin (amoxycillin) for ear bleeding. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced fatigue ("fatigue/ chronic fatigue"), dyspareunia ("painful intercourse") and vaginal discharge ("vaginal discharge"). In 2010, the patient experienced mood swings ("mood swings / emotional changes"), hyperhidrosis ("sweating") and hair growth abnormal ("hair growth"). In 2011, the patient experienced migraine ("migraines (a few times per month)") and headache ("headaches (a few times per month)"). In 2012, the patient experienced alopecia ("hair loss"). In 2013, the patient experienced dry skin ("dry skin"). In 2014, the patient experienced eye pain ("eye pain") and vision blurred ("blurry vision"). In 2015, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), abdominal distension ("bloating"), flatulence ("gas pain") and constipation ("constipation"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), breast tenderness ("breast tenderness"), renal cyst ("cyst in kidney"), nausea ("nausea"), mood altered ("moody"), irritability ("irritable"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding,(menorrhagia)"), ear pruritus ("itchy ears"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), device dislocation (seriousness criterion medically significant), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain"), gastrointestinal disorder ("bowel issues"), loss of consciousness ("pass out spells"), eye pruritus ("eye itchy"), sleep disorder ("sleep issues"), irritable bowel syndrome ("irritable bowel"), feeling abnormal ("brain fog"), contusion ("bruises"), dandruff ("dandruff"), borderline glaucoma (seriousness criterion medically significant) and renal disorder ("kidney issues"). The patient was treated with surgery (full hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, eye pain, dyspareunia, nausea, vaginal haemorrhage, menorrhagia, headache and dysmenorrhoea had resolved, the fatigue and alopecia was resolving and the vision blurred, mood swings, depression, breast tenderness, renal cyst, mood altered, irritability, ear pruritus, female sexual dysfunction, dry skin, bladder disorder, urinary tract disorder, migraine, device dislocation, tooth disorder, allergy to metals, vaginal discharge, weight increased, abdominal distension, gastrointestinal disorder, loss of consciousness, eye pruritus, flatulence, constipation, hyperhidrosis, hair growth abnormal, sleep disorder, irritable bowel syndrome, feeling abnormal, contusion, dandruff, borderline glaucoma and renal disorder outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, bladder disorder, borderline glaucoma, breast tenderness, constipation, contusion, dandruff, depression, device dislocation, dry skin, dysmenorrhoea, dyspareunia, ear pruritus, eye pain, eye pruritus, fatigue, feeling abnormal, female sexual dysfunction, flatulence, gastrointestinal disorder, genital haemorrhage, hair growth abnormal, headache, hyperhidrosis, irritability, irritable bowel syndrome, loss of consciousness, menorrhagia, migraine, mood altered, mood swings, nausea, pelvic pain, renal cyst, renal disorder, sleep disorder, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 102 lbs. Insertion details: bilateral ostia identified. There was a lot of endometrial slough in uterine cavity. With the help of essure technique, the coils were deployed in bilateral tubes. Surgical pathology report: container with 2 metallic essure coils, measuring 14 cm in 3 cm in length (as written). The longer coil is stretched out with minimal coiling. Both appear grossly unremarkable. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Ultrasound scan - on (B)(6) 2015: essure coils noted. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, renal cyst, menorrhagia, dyspareunia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-jul-2018: quality safety evaluation of product technical complain on 25-jun-2018: social media received. Reporter added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy bleeding") and device dislocation ("migration of essure device") in a female patient who had essure (batch no. 627077) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included cyst of kidney, ear operation in 2007, ear operation in 2013, pain and haemorrhage nos. Previously administered products included for ear infection: antibiotics in 2013 and antibiotics in 2007; for pulmonary embolism: xarelto. Concurrent conditions included body mass index normal. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), eye pain ("eye pain"), vision blurred ("blurry vision"), alopecia ("hair loss"), mood swings ("mood swings"), depression ("depression"), breast tenderness ("breast tenderness"), dyspareunia ("painful intercourse"), renal cyst ("cyst in kidney"), nausea ("nausea"), mood altered ("moody"), irritability ("irritable"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding,(menorrhagia)"), pruritus ("itchy"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dry skin ("dry skin"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), device dislocation (seriousness criterion medically significant), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), abdominal distension ("bloating") and gastrointestinal disorder ("bowel issues"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, eye pain, dyspareunia, nausea, vaginal haemorrhage, menorrhagia, headache and dysmenorrhoea had resolved, the fatigue and alopecia was resolving and the vision blurred, mood swings, depression, breast tenderness, renal cyst, mood altered, irritability, pruritus, female sexual dysfunction, dry skin, bladder disorder, urinary tract disorder, migraine, device dislocation, tooth disorder, allergy to metals, vaginal discharge, weight increased, abdominal distension and gastrointestinal disorder outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, bladder disorder, breast tenderness, depression, device dislocation, dry skin, dysmenorrhoea, dyspareunia, eye pain, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, irritability, menorrhagia, migraine, mood altered, mood swings, nausea, pelvic pain, pruritus, renal cyst, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 102 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. New reporters added. Patient demographic information and patient relevant history added. Lot number (627077) added. Events moody, irritable, abnormal bleeding (vaginal), abnormal bleeding,(menorrhagia), itchy, apareunia (inability to have sexual intercourse), dry skin, bladder problems or changes, urinary problems or changes, migraines, headaches, migration of essure device, dental problems, nickel allergy, dysmenorrhea (cramping), vaginal discharge, weight gain, bloating, bowel issues and she did not undergo essure confirmation test added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device/ migration of essure device location of device: pelvic outlet/ migration of essure device location of device: not sure, felt like it was stabbing me inside"), pelvic pain ("pain (daily, mostly while walking)/ random pain/ chronic pelvic pain/ stabbing me inside"), genital haemorrhage ("heavy bleeding") and borderline glaucoma ("early stages of glaucoma") in a 35-year-old female patient who had essure (batch no. 627077) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test/ I was never able to have hsg test because I never stopped bleeding.". The patient's past medical history included renal cyst nos, ear operation in 2007, ear operation (another surgery in 2013 due to inflammation and scar from previous surgery.) In 2013, pain, haemorrhage nos, tooth disorder, gastrointestinal disorder and depression. Patient denies shortest of breath. Previously administered products included for ear infection: antibiotics in 2013 and antibiotics in 2007; for contraception: depoprovera in 2008; for birth control: birth control pills from 2003 to 2004; for pulmonary embolism: xarelto. Past adverse reactions to the above products included adverse drug reaction with depoprovera. Concurrent conditions included body mass index normal, otitis media, conductive hearing loss, hematuria, kidney stone, cough, ear bleeding, sore throat, nasal congestion and cervicitis cystic. Concomitant products included amoxicillin (amoxycillin) for ear bleeding as well as docusate sodium (colace). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding,(menorrhagia)"). In 2009, the patient experienced fatigue ("fatigue/ chronic fatigue"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In 2010, the patient experienced mood swings ("mood swings / emotional changes"), weight increased ("weight gain"), hyperhidrosis ("sweating") and hair growth abnormal ("hair growth"). In 2011, the patient experienced migraine ("migraines (a few times per month)") and headache ("headaches (a few times per month)"). In 2012, the patient experienced alopecia ("hair loss"). In 2013, the patient experienced dry skin ("dry skin"). In 2014, the patient experienced eye pain ("eye pain") and vision blurred ("blurry vision"). In 2015, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), abdominal distension ("bloating"), flatulence ("gas pain") and constipation ("constipation"). On (B)(6) 2015, 6 years 11 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("depression"), breast tenderness ("breast tenderness"), renal cyst ("cyst in kidney"), mood altered ("moody"), irritability ("irritable"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy") with ear pruritus and eye pruritus, gastrointestinal disorder ("bowel issues"), loss of consciousness ("pass out spells"), sleep disorder ("sleep issues"), irritable bowel syndrome ("irritable bowel/ bowel issues"), feeling abnormal ("brain fog"), contusion ("bruises"), dandruff ("dandruff"), borderline glaucoma (seriousness criterion medically significant) and renal disorder ("kidney issues"). The patient was treated with surgery (full hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, vision blurred, mood swings, depression, breast tenderness, renal cyst, mood altered, irritability, female sexual dysfunction, dry skin, bladder disorder, urinary tract disorder, migraine, tooth disorder, allergy to metals, vaginal discharge, weight increased, abdominal distension, gastrointestinal disorder, loss of consciousness, flatulence, constipation, hyperhidrosis, hair growth abnormal, sleep disorder, irritable bowel syndrome, feeling abnormal, contusion, dandruff, borderline glaucoma and renal disorder outcome was unknown, the pelvic pain, genital haemorrhage, eye pain, dyspareunia, nausea, vaginal haemorrhage, menorrhagia, headache and dysmenorrhoea had resolved and the fatigue and alopecia was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, bladder disorder, borderline glaucoma, breast tenderness, constipation, contusion, dandruff, depression, device dislocation, dry skin, dysmenorrhoea, dyspareunia, eye pain, fatigue, feeling abnormal, female sexual dysfunction, flatulence, gastrointestinal disorder, genital haemorrhage, hair growth abnormal, headache, hyperhidrosis, irritability, irritable bowel syndrome, loss of consciousness, menorrhagia, migraine, mood altered, mood swings, nausea, pelvic pain, renal cyst, renal disorder, sleep disorder, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 102 lbs. Insertion details: bilateral ostia identified. There was a lot of endometrial slough in uterine cavity. With the help of essure technique, the coils were deployed in bilateral tubes. Surgical pathology report: container with 2 metallic essure coils, measuring 14 cm in 3 cm in length (as written). The longer coil is stretched out with minimal coiling. Both appear grossly unremarkable. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Ultrasound scan - on (B)(6) 2015: essure coils noted on (B)(6) 2015, essure confirmation test revealed, essure coils project in the bilateral pelvic inlet. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, renal cyst, menorrhagia, dyspareunia, dysmenorrhea, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/ migration of essure device location of device: pelvic outlet/ migration of essure device location of device: not sure, felt like it was stabbing me inside'), pelvic pain ('pain (daily, mostly while walking)/ random pain/ chronic pelvic pain/ stabbing me inside'), genital haemorrhage ('heavy bleeding'), loss of consciousness ('pass out spells') and borderline glaucoma ('early stages of glaucoma') in a 35-year-old female patient who had essure (batch no. 627077) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test/ I was never able to have hsg test because I never stopped bleeding.". The patient's medical history included ear operation (another surgery in 2013 due to inflammation and scar from previous surgery.) In 2013, ear operation in 2007, renal cyst nos, pain, haemorrhage nos, tooth disorder, gastrointestinal disorder and depression. Patient denies shortest of breath. Previously administered products included for ear infection: antibiotics and antibiotics; for contraception: depoprovera in 2008; for birth control: birth control pills from 2003 to 2004; for pulmonary embolism: xarelto. Past adverse reactions to the above products included adverse drug reaction with depoprovera. Concurrent conditions included body mass index normal, otitis media, conductive hearing loss, hematuria, kidney stone, cough, ear bleeding, sore throat, nasal congestion and cervicitis cystic. Concomitant products included amoxicillin (amoxycillin) for ear bleeding as well as docusate sodium (colace). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding,(menorrhagia)"). In 2009, the patient experienced fatigue ("fatigue/ chronic fatigue"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In 2010, the patient experienced mood swings ("mood swings / emotional changes"), hyperhidrosis ("sweating") and hair growth abnormal ("hair growth") and was found to have weight increased ("weight gain"). In 2011, the patient experienced migraine ("migraines (a few times per month)") and headache ("headaches (a few times per month)"). In 2012, the patient experienced alopecia ("hair loss"). In 2013, the patient experienced dry skin ("dry skin"). In 2014, the patient experienced eye pain ("eye pain") and vision blurred ("blurry vision"). In 2015, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), abdominal distension ("bloating"), flatulence ("gas pain") and constipation ("constipation"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 6 years 11 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("depression"), breast tenderness ("breast tenderness"), renal cyst ("cyst in kidney"), mood altered ("moody"), irritability ("irritable/so irritating"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth fracture ("dental problems:front tooth break"), allergy to metals ("nickel allergy") with ear pruritus and eye pruritus, gastrointestinal disorder ("bowel issues"), loss of consciousness (seriousness criterion medically significant), sleep disorder ("sleep issues"), irritable bowel syndrome ("irritable bowel/ bowel issues"), feeling abnormal ("brain fog"), contusion ("bruises"), dandruff ("dandruff"), borderline glaucoma (seriousness criterion medically significant) and renal disorder ("kidney issues"). The patient was treated with surgery (full hysterectomy and bilateral salpingectomy and full hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, vision blurred, mood swings, depression, breast tenderness, renal cyst, mood altered, irritability, female sexual dysfunction, dry skin, bladder disorder, urinary tract disorder, migraine, tooth fracture, allergy to metals, vaginal discharge, weight increased, abdominal distension, gastrointestinal disorder, loss of consciousness, flatulence, constipation, hyperhidrosis, hair growth abnormal, sleep disorder, irritable bowel syndrome, feeling abnormal, contusion, dandruff, borderline glaucoma and renal disorder outcome was unknown, the pelvic pain, genital haemorrhage, eye pain, dyspareunia, nausea, vaginal haemorrhage, menorrhagia, headache and dysmenorrhoea had resolved and the fatigue and alopecia was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, bladder disorder, borderline glaucoma, breast tenderness, constipation, contusion, dandruff, depression, device dislocation, dry skin, dysmenorrhoea, dyspareunia, eye pain, fatigue, feeling abnormal, female sexual dysfunction, flatulence, gastrointestinal disorder, genital haemorrhage, hair growth abnormal, headache, hyperhidrosis, irritability, irritable bowel syndrome, loss of consciousness, menorrhagia, migraine, mood altered, mood swings, nausea, pelvic pain, renal cyst, renal disorder, sleep disorder, tooth fracture, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 102 lbs. Insertion details: bilateral ostia identified. There was a lot of endometrial slough in uterine cavity. With the help of essure technique, the coils were deployed in bilateral tubes. Surgical pathology report: container with 2 metallic essure coils, measuring 14 cm in 3 cm in length (as written). The longer coil is stretched out with minimal coiling. Both appear grossly unremarkable. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Ultrasound scan - on (B)(6) 2015: results: essure coils noted. On (B)(6) 2015, essure confirmation test revealed, essure coils project in the bilateral pelvic inlet. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, renal cyst, menorrhagia, dyspareunia, dysmenorrhea. Concerning the injuries reported in this case, the following one/ones were reported via social media: "tooth fracture" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received. Reporter's information was added. Pt updated for "dental problems" to "tooth fracture" from event "front tooth break ". Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain (daily, mostly while walking)"), genital haemorrhage ("heavy bleeding") and device dislocation ("migration of essure device") in a female patient who had essure (batch no. 627077) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included renal cyst nos, ear operation in 2007, ear operation (another surgery in 2013 due to inflammation and scar from previous surgery. ) in 2013, pain, haemorrhage nos, tooth disorder, gastrointestinal disorder and depression. Patient denies shortest of breath. Previously administered products included for ear infection: antibiotics in 2013 and antibiotics in 2007; for contraception: depoprovera in 2008; for birth control: birth control pills from 2003 to 2004; for pulmonary embolism: xarelto. Past adverse reactions to the above products included adverse drug reaction with depoprovera. Concurrent conditions included body mass index normal, otitis media, conductive hearing loss, hematuria, kidney stone, cough, ear bleeding, sore throat, nasal congestion and cervicitis cystic. Concomitant products included amoxicillin (amoxycillin) for ear bleeding. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced fatigue ("fatigue"), dyspareunia ("painful intercourse") and vaginal discharge ("vaginal discharge"). In 2010, the patient experienced mood swings ("mood swings / emotional changes"), hyperhidrosis ("sweating") and hair growth abnormal ("hair growth"). In 2011, the patient experienced migraine ("migraines (a few times per month)") and headache ("headaches (a few times per month)"). In 2012, the patient experienced alopecia ("hair loss"). In 2013, the patient experienced dry skin ("dry skin"). In 2014, the patient experienced eye pain ("eye pain") and vision blurred ("blurry vision"). In 2015, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), abdominal distension ("bloating"), flatulence ("gas pain") and constipation ("constipation"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), breast tenderness ("breast tenderness"), renal cyst ("cyst in kidney"), nausea ("nausea"), mood altered ("moody"), irritability ("irritable"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding,(menorrhagia)"), pruritus ("itchy"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), device dislocation (seriousness criterion medically significant), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain"), gastrointestinal disorder ("bowel issues"), loss of consciousness ("pass out spells") and eye pruritus ("eye itchy"). The patient was treated with surgery (full hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, eye pain, dyspareunia, nausea, vaginal haemorrhage, menorrhagia, headache and dysmenorrhoea had resolved, the fatigue and alopecia was resolving and the vision blurred, mood swings, depression, breast tenderness, renal cyst, mood altered, irritability, pruritus, female sexual dysfunction, dry skin, bladder disorder, urinary tract disorder, migraine, device dislocation, tooth disorder, allergy to metals, vaginal discharge, weight increased, abdominal distension, gastrointestinal disorder, loss of consciousness, eye pruritus, flatulence, constipation, hyperhidrosis and hair growth abnormal outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, bladder disorder, breast tenderness, constipation, depression, device dislocation, dry skin, dysmenorrhoea, dyspareunia, eye pain, eye pruritus, fatigue, female sexual dysfunction, flatulence, gastrointestinal disorder, genital haemorrhage, hair growth abnormal, headache, hyperhidrosis, irritability, loss of consciousness, menorrhagia, migraine, mood altered, mood swings, nausea, pelvic pain, pruritus, renal cyst, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 102 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Most recent follow-up information incorporated above includes: on 22-may-2018: plaintiff fact sheet received. New events: transient loss of consciousness, eye pruritus, gas pain, constipation, sweating, hair growth incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/ migration of essure device location of device: pelvic outlet/ migration of essure device location of device: not sure, felt like it was stabbing me inside'), pelvic pain ('pain (daily, mostly while walking)/ random pain/ chronic pelvic pain/ stabbing me inside'), genital haemorrhage ('heavy bleeding'), loss of consciousness ('pass out spells') and borderline glaucoma ('early stages of glaucoma') in a 35-year-old female patient who had essure (batch no. 627077) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test/ I was never able to have hsg test because I never stopped bleeding.". The patient's medical history included ear operation (another surgery in 2013 due to inflammation and scar from previous surgery.) In 2013, ear operation in 2007, renal cyst nos, pain, haemorrhage nos, tooth disorder, gastrointestinal disorder and depression. Patient denies shortest of breath. Previously administered products included for ear infection: antibiotics and antibiotics; for contraception: depoprovera in 2008; for birth control: birth control pills from 2003 to 2004; for pulmonary embolism: xarelto. Past adverse reactions to the above products included adverse drug reaction with depoprovera. Concurrent conditions included body mass index normal, otitis media, conductive hearing loss, hematuria, kidney stone, cough, ear bleeding, sore throat, nasal congestion and cervicitis cystic. Concomitant products included beta-lactam antibacterials, penicillins for ear bleeding as well as docusate sodium (colace). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding,(menorrhagia)"). In 2009, the patient experienced fatigue ("fatigue/ chronic fatigue"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In 2010, the patient experienced mood swings ("mood swings / emotional changes"), hyperhidrosis ("sweating") and hair growth abnormal ("hair growth") and was found to have weight increased ("weight gain"). In 2011, the patient experienced migraine ("migraines (a few times per month)") and headache ("headaches (a few times per month)"). In 2012, the patient experienced alopecia ("hair loss"). In 2013, the patient experienced dry skin ("dry skin"). In 2014, the patient experienced eye pain ("eye pain") and vision blurred ("blurry vision"). In 2015, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), abdominal distension ("bloating"), flatulence ("gas pain") and constipation ("constipation"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 6 years 11 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("depression"), breast tenderness ("breast tenderness"), renal cyst ("cyst in kidney"), mood altered ("moody"), irritability ("irritable/so irritating"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth fracture ("dental problems:front tooth break"), allergy to metals ("nickel allergy") with ear pruritus and eye pruritus, gastrointestinal disorder ("bowel issues"), loss of consciousness (seriousness criterion medically significant), sleep disorder ("sleep issues"), irritable bowel syndrome ("irritable bowel/ bowel issues"), feeling abnormal ("brain fog"), contusion ("bruises"), dandruff ("dandruff"), borderline glaucoma (seriousness criterion medically significant), renal disorder ("kidney issues") and hypoaesthesia ("I wake up in the morning like that my right side whole arm and hand"). The patient was treated with surgery (full hysterectomy and bilateral salpingectomy and full hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, vision blurred, mood swings, depression, breast tenderness, renal cyst, mood altered, irritability, female sexual dysfunction, dry skin, bladder disorder, urinary tract disorder, migraine, tooth fracture, allergy to metals, vaginal discharge, weight increased, abdominal distension, gastrointestinal disorder, loss of consciousness, flatulence, constipation, hyperhidrosis, hair growth abnormal, sleep disorder, irritable bowel syndrome, feeling abnormal, contusion, dandruff, borderline glaucoma, renal disorder and hypoaesthesia outcome was unknown, the pelvic pain, genital haemorrhage, eye pain, dyspareunia, nausea, vaginal haemorrhage, menorrhagia, headache and dysmenorrhoea had resolved and the fatigue and alopecia was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, bladder disorder, borderline glaucoma, breast tenderness, constipation, contusion, dandruff, depression, device dislocation, dry skin, dysmenorrhoea, dyspareunia, eye pain, fatigue, feeling abnormal, female sexual dysfunction, flatulence, gastrointestinal disorder, genital haemorrhage, hair growth abnormal, headache, hyperhidrosis, hypoaesthesia, irritability, irritable bowel syndrome, loss of consciousness, menorrhagia, migraine, mood altered, mood swings, nausea, pelvic pain, renal cyst, renal disorder, sleep disorder, tooth fracture, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 102 lbs. Insertion details: bilateral ostia identified. There was a lot of endometrial slough in uterine cavity. With the help of essure technique, the coils were deployed in bilateral tubes. Surgical pathology report: container with 2 metallic essure coils, measuring 14 cm in 3 cm in length (as written). The longer coil is stretched out with minimal coiling. Both appear grossly unremarkable. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Ultrasound scan - on (B)(6) 2015: results: essure coils noted. On (B)(6) 2015, essure confirmation test revealed, essure coils project in the bilateral pelvic inlet. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, renal cyst, menorrhagia, dyspareunia, dysmenorrhea. Concerning the injuries reported in this case, the following ones were reported via social media: tooth fracture, hypoaesthesia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-oct-2019: pfs received: event I wake up in the morning like that my right side whole arm and hand so were added. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/ migration of essure device location of device: pelvic outlet/ migration of essure device location of device: not sure, felt like it was stabbing me inside') and pelvic pain ('pain (daily, mostly while walking)/ random pain/ chronic pelvic pain/ stabbing me inside') in a 35-year-old female patient who had essure (batch no. 627077) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test/ I was never able to have hsg test because I never stopped bleeding.". The patient's medical history included ear operation (another surgery in 2013 due to inflammation and scar from previous surgery.) In 2013, ear operation in 2007, renal cyst nos, pain, haemorrhage nos, tooth disorder, gastrointestinal disorder and depression. Patient denies shortest of breath. On (B)(6) 2015, essure confirmation test revealed, essure coils project in the bilateral pelvic inlet. Previously administered products included for ear infection: antibiotics and antibiotics; for contraception: depoprovera in 2008; for birth control: birth control pills from 2003 to 2004; for pulmonary embolism: xarelto. Past adverse reactions to the above products included adverse drug reaction with depoprovera. Concurrent conditions included body mass index normal, otitis media, conductive hearing loss, hematuria, kidney stone, cough, ear bleeding, sore throat, nasal congestion and cervicitis cystic. Concomitant products included beta-lactam antibacterials, penicillins for ear bleeding as well as docusate sodium (colace). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding,(menorrhagia)"). In 2009, the patient experienced fatigue ("fatigue/ chronic fatigue"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In 2010, the patient experienced mood swings ("mood swings / emotional changes"), hyperhidrosis ("sweating") and hair growth abnormal ("hair growth") and was found to have weight increased ("weight gain"). In 2011, the patient experienced migraine ("migraines (a few times per month)") and headache ("headaches (a few times per month)"). In 2012, the patient experienced alopecia ("hair loss"). In 2013, the patient experienced dry skin ("dry skin"). In 2014, the patient experienced eye pain ("eye pain") and vision blurred ("blurry vision"). In 2015, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), abdominal distension ("bloating"), flatulence ("gas pain") and constipation ("constipation"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 6 years 11 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), depression ("depression"), breast tenderness ("breast tenderness"), renal cyst ("cyst in kidney"), mood altered ("moody"), irritability ("irritable/so irritating"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth fracture ("dental problems:front tooth break"), allergy to metals ("nickel allergy") with ear pruritus and eye pruritus, gastrointestinal disorder ("bowel issues"), loss of consciousness ("pass out spells"), sleep disorder ("sleep issues"), irritable bowel syndrome ("irritable bowel/ bowel issues"), feeling abnormal ("brain fog"), contusion ("bruises"), dandruff ("dandruff"), borderline glaucoma ("early stages of glaucoma"), renal disorder ("kidney issues"), numbness of upper extremities ("I wake up in the morning like that my right side whole arm and hand"), thrombosis ("blood clots"), lung disorder ("fluid in my lungs"), paraesthesia ("tingling in arm/tingling in leg"), hypoaesthesia ("lost feeling in my fingers"), pelvic discomfort ("that was more discomfort"), memory impairment ("memory issue"), dizziness ("dizzy spell"), pulmonary embolism ("pulmonary embolism"), muscle spasms ("cramp in my legs "), hot flush ("feeling hot flashesh"), night sweats ("night sweats"), anxiety ("anxiety"), ovarian cyst ("small cyst on the right"), vitreous floaters ("lot of floaties eyes"), pruritus ("leg itch a lot"), cystitis noninfective ("bladder got inflamed"), pollakiuria ("frequent urination"), scar ("scar tissue"), back pain ("pain in back"), abdominal pain ("abdomen pain") and pain in extremity ("legs pain"), was found to have weight decreased ("losing weight") and underwent tooth extraction ("tooth pulled"). The patient was treated with surgery (full hysterectomy and bilateral salpingectomy and full hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, vision blurred, mood swings, depression, breast tenderness, renal cyst, mood altered, irritability, female sexual dysfunction, dry skin, bladder disorder, urinary tract disorder, migraine, tooth fracture, allergy to metals, vaginal discharge, weight increased, abdominal distension, gastrointestinal disorder, loss of consciousness, flatulence, constipation, hyperhidrosis, hair growth abnormal, sleep disorder, irritable bowel syndrome, feeling abnormal, contusion, dandruff, borderline glaucoma, renal disorder, numbness of upper extremities, weight decreased, thrombosis, lung disorder, paraesthesia, hypoaesthesia, pelvic discomfort, memory impairment, dizziness, pulmonary embolism, tooth extraction, muscle spasms, hot flush, night sweats, anxiety, ovarian cyst, vitreous floaters, pruritus, cystitis noninfective, pollakiuria, scar, back pain, abdominal pain and pain in extremity outcome was unknown, the pelvic pain, genital haemorrhage, eye pain, dyspareunia, nausea, vaginal haemorrhage, menorrhagia, headache and dysmenorrhoea had resolved and the fatigue and alopecia was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, back pain, bladder disorder, borderline glaucoma, breast tenderness, constipation, contusion, cystitis noninfective, dandruff, depression, device dislocation, dizziness, dry skin, dysmenorrhoea, dyspareunia, eye pain, fatigue, feeling abnormal, female sexual dysfunction, flatulence, gastrointestinal disorder, genital haemorrhage, hair growth abnormal, headache, hot flush, hyperhidrosis, irritability, irritable bowel syndrome, loss of consciousness, lung disorder, memory impairment, menorrhagia, migraine, mood altered, mood swings, muscle spasms, nausea, night sweats, numbness of upper extremities, ovarian cyst, pain in extremity, paraesthesia, pelvic discomfort, pelvic pain, pollakiuria, pruritus, pulmonary embolism, renal cyst, renal disorder, scar, sleep disorder, thrombosis, tooth extraction, tooth fracture, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, vitreous floaters, weight decreased, weight increased and hypoaesthesia to be related to essure. The reporter commented: current weight 102 lbs. Insertion details: bilateral ostia identified. There was a lot of endometrial slough in uterine cavity. With the help of essure technique, the coils were deployed in bilateral tubes. Surgical pathology report: container with 2 metallic essure coils, measuring 14 cm in 3 cm in length (as written). The longer coil is stretched out with minimal coiling. Both appear grossly unremarkable. The patient thinks that her blood clot in lungs problem may be linked to essure but does not have any confirmation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Ultrasound scan - on (B)(6) 2015: results: essure coils noted. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, renal cyst, menorrhagia, dyspareunia, dysmenorrhea. Concerning the injuries reported in this case, the following ones were reported via social media: tooth fracture, hypoaesthesia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-feb-2020: social media received. New events losing weight, blood clots, fluid in my lungs, tingling in arm, lost feeling in my fingers, that was more discomfort trying to sleep, memory issue, dizzy spells, pulmonary embolism, tooth pulled, cramp in my legs, feeling hot flashes, night sweats, anxiety, small cyst on the right, lot of floaters eyes, leg itch a lot, bladder got inflamed, frequent urination, scar tissue, pain in back, abdominal pain, legs pain was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), eye pain ("eye pain"), vision blurred ("blurry vision"), alopecia ("hair loss"), mood swings ("mood swings"), depression ("depression"), breast tenderness ("breast tenderness"), dyspareunia ("painful intercourse"), renal cyst ("cyst in kidney") and nausea ("nausea"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, eye pain, vision blurred, alopecia, mood swings, depression, breast tenderness, dyspareunia, renal cyst and nausea outcome was unknown. The reporter considered alopecia, breast tenderness, depression, dyspareunia, eye pain, fatigue, genital haemorrhage, mood swings, nausea, pelvic pain, renal cyst and vision blurred to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.